Event description:
Ous MDR - after an implantation time of about 6 months, a sensing loss accompanied by simultaneous increase in pacing threshold was reported. The last reported measurement prior to lead revision was 2.8mv. No deterioration of the patient's state of health was reported.